Event description:
This ICD was returned because it was reported that after this device was placed in the pt, no therapy was delivery was delivered and a message occurred stating "shock overload." Therefore, this device was not implanted.